Event description:
A medtronic representative reported that, while in a spine procedure, when using the tsrg 3d screw fixation set, the stealth model portrayed the screw length as longer than they actually were. They did not verify the purple tera tracker with the awl, instead it was verified with the pedicle probe, therefore, the screws appeared shorter in navigation. The surgeon made the appropriate adjustments by screwing the pedicle screw 5 millimeters deeper after seeing the lateral x-ray. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4). A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Synergy cranial and synergy spine software upgraded. No further issues have been reported.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The user did not verify the tracker with the correct instrument causing the inaccuracy. The site has been educated on instrument verification. The software functioned as designed.